Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an interventional electrophysiology procedure. Reportedly, the proglide device became stuck after it was deployed while the guide wire was still inserted. When trying to pull out the device, the distal guide (black sheath) separated leaving the black sheath inside the vessel. Cut down was performed on the rcfa and the separated pieces were removed. It was noticed that the suture was wrapped around the guide wire after the device was removed. The pre-close technique was aborted. The right side sheath remained in place and the left femoral artery was accessed to complete the electrophysiology procedure. Post procedure the vessel was closed via surgical suturing. There was extended hospitalization due to the cut down. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. The reported difficulty/ device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the proglide was deployed while the guide wire was still inserted. It should be noted that the proglide instructions for use states: remove the guide wire before the exit port crosses the skin line. The reported information and returned device analysis observations indicate manipulation or interaction with the guide wire still in place during device deployment contributed to the reported guide separation. This would compromise the foot functionality which would subsequently contribute to the reported device entrapment thus resulting in the need for surgical removal. Additionally, separation of the guide along with interactions with the guide wire in place during needle deployment will compromise needle trajectory thus contributing the observed anterior and posterior needle to cuff miss such that the foot pockets would no longer be with in the path of the needles. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number and expiration date.